Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nose irritation, skin irritation, dizziness, headache, hypersensitivity, kidney disease, toxicity liver disease and toxicity cancer. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nose irritation, skin irritation, dizziness, headache, hypersensitivity, kidney disease, toxicity liver disease and toxicity cancer. The patient required no medical intervention. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed and found defect on internal bellow. The devices sound abatement foam needs to be replaced to address the issue. No repair performed due to the device not needed for inventory. The unit will be scrapped.